Manufacturer narrative:
Results - loose ribbon cable connection.

Event description:
It was reported by service report that the touch screen had lines through it. No pt involvement or adverse consequences are reported.